Event description:
It was reported that the catheter leaked liquids. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was three photographs and one video depicting a s/l groshong catheter. The stiffening stylet was inlaid through the catheter shaft. A syringe was attached to the stylet luer and use residues were observed throughout the sample. The first photograph depicted the entire device. The second photograph depicted a closer view of the distal end of the device. The video displayed the distal end of the catheter while the catheter was being flushed. Infusate was visible emanating from an area of the catheter that appeared to correspond to the valve location. While the device appeared to be functioning normally in the video, and no damage was evident in the photographs, thorough inspection and functional testing of the device could not be conducted. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1421 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked liquids.